Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during the cleaning process after a procedure, the drill sleeve was found broken at the threaded part. After checking the post-operative x-ray, no debris was found in the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: an investigation was conducted and it showed that the drill sleeve had a piece of the threaded tip broken. The instrument could have dropped or gotten into the wrong position during the cleaning process. The manufacturing and material records were reviewed and no deviation to the specification was found. The broken surfaces are homogenous which indicates material conformity as well. No product fault could be detected. Placeholder.